Manufacturer narrative:
(B) (4). (B) (4). Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
Device issue: none. Adverse event: dissection requiring medical intervention. Time of adverse event: during procedure. It was reported that during the procedure in the left descending artery, a 3.5 x 12 rx xience v stent was deployed. A dissection was noted at the proximal edge of the stent. A 3.5 x 15 xience v stent was implanted to treat the dissection. There was no reported adverse patient sequela. Though requested, no additional information was provided.